Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. Th e plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The patient was admitted to the hospital due to fluid overload. Per the nurse, there was no reportable device malfunction, no issue pertaining to infection or issues with the catheter. The patient was discharged from the hospital on (B)(6) 2014, and his signs and symptoms of fluid volume overload resolved. The patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.